Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 36 and 48 hours on the abdomen. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be flattened. Further investigation of the device found a tear during leak testing on the exposed portion of the soft cannula, which diverted the fluid from flowing down its intended fluid path. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Cracks were observed on the top housing of the returned device. However, the cracks did not affect the functionality of the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Correction to h3 - device evaluated by manufacturer?: changed from "none selected" to "yes".